Event description:
In 2009, the patient reported experiencing an e4 (occlusion) error while attempting to bolus while at work. He stated that his blood glucose measured "hi" on his blood glucose monitor prior to the report and he injected 25 units of insulin via syringe. His normal blood glucose range is 20-500 mg/dl with a target range of 150-200 mg/dl. He was instructed to disconnect from his infusion site and he primed without error. He removed the infusion site and found that the cannula was bent and there was a "red welt" on his skin. The infusion site had been in place for 2.5 days. He inserted a new infusion site and reconnected to the infusion tubing and bolused without error. The patient was sent replacement infusion sets and an infusion set insertion device. Upon follow up two days later, the patient stated that his blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.